Event description:
Customer reported at 8 pm device = 267 mg/dl or 367 mg/dl. Customer dosed with 48 units of insulin. Approximately 2 hours later, customer passed out and almost went into diabetic coma. Paramedics were called. Paramedic device = 20 mg/dl. Customer was treated with a glucose IV and given a peanut butter/jelly sandwich. Approximately 15 minutes, paramedics device = 125mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.